Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3320565 (mfg. Date 09/2016) shows (B)(4) units were mfgd., tested, inspected, and released; citing no exception documents.

Event description:
Connector broken.

Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3320565 (mfg. Date 09/2016) shows 2400 units were mfgd., tested, inspected, and released; citing no exception documents. Visual investigation: received one (1) used 011-42584-05, transpac IV monitoring kit, disposable transducer, 3 ml squeeze flush, macrodrip, reported lot# 3320565. The as-received used 011-42584-05, transpac IV monitoring kit device was primed with priming solution. The 48 inch tubing that is bonded to the female luer was separated. The female luer is attached/torqued onto the zeroing stopcock. The other end of the 48" tubing was pulled by hand and the tubing separated (pulled out) from the bonded connection with some force. The tubing and the male luer were examined and there was uv bonding present. Final engineering analysis summary: the reported product problem for tubing separation at the bonded connection (female luer) was confirmed. The problem is due to insufficient uv adhesive present. The complaint investigation has been communicated to the manufacturing plant for their review and heightened awareness. ICU medical will monitor and trend.

Event description:
Connector broken.